Event description:
It was originally reported that the pt experienced a numb feeling in her right hand and mouth for the past few months but it has become "really bad this week." She had an appointment with her neurologist on (B)(6) 2009. In (B)(6) 2010 she was due to have her neurostimulator (ins) replaced. She also had a return of tremor in her right hand. It was later reported that the pt experienced a loss of therapeutic effect. Her right hand had not been addressed. She goes to the clinic every 6 weeks for adjustments. She experienced a shocking or jolting sensation at the lead-extension connection site. Additional info has been requested.

Manufacturer narrative:
(B)(4).